Event description:
It was reported epiq 7g ultrasound system's uninterruptible power supply (ups) had an odor and electrolyte-liquid leakage. The failure occurred outside of clinical use and no patient or user harm associated with the event. The service engineer determined the likely cause of the leakage was from the battery. The external ups was replaced to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.